Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began sometime in (B)(6) 2017 (he could not recall the specific date) at 11:30pm. The patient alleged obtaining a blood glucose result of 125mg/dl using the subject device compared to a result of 70mg/dl using a onetouch verio flex within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes using insulin (humulin 60 units per day) and reportedly continued with his usual dose after the alleged issue began. The patient reported experiencing symptoms of ¿shaky and weak¿ approximately 30 minutes after the alleged issue began, and reportedly received treatment but ¿nothing beyond his usual diabetes care and management¿. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, an approved sample site was being used and the patient¿s testing technique was correct. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.